Manufacturer narrative:
The reported event of inaccurate registration cannot be confirmed based on device evaluation. The patient was scanned with bone kernel however no abnormalities during mask registration could be identified. Two re-calibrations of the ngenius universal tracker which was fixated on a non-navigated tool were identified. A universal tracker can be attached to a non-navigated device via a navlock to navigate them. A calibration and validation is necessary prior to use. If the connection of tracker to the non-navigated device isn¿t rigid then the tip will be displayed in a wrong position.

Event description:
It was reported that during a procedure conducted at the user facility the software was showing a inaccuracy. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure conducted at the user facility the software was showing a inaccuracy. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.